Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit making a very loud noise and no damage or abuse to the machine. Started making a very loud air flow noise through the side vent of the machine. After using, the machine¿s power cord was very hot. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit making a very loud noise and no damage or abuse to the machine. Started making a very loud air flow noise through the side vent of the machine. After using, the machine¿s power cord was very hot. There was no report of patient harm or injury. The device was returned to the third-party service centre. And observed the problem with the pressure sensor, dream station 2 auto CPAP advance w/modem, dom, pca with internal damaged, blower box kit with contamination, iso port kit, plus with contamination, inlet/outlet seal with contamination, ui bezel plus with physical damaged, heater plate kit with physical damaged and the pca has a little corrosion. The customer complaint was reproduced. There was no error has been identified. The device was scrapped. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.